Manufacturer narrative:
Device manufacturing date is unavailable. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software investigation completed. Findings are that as the site was using non-medtronic spheres, the site used the application in an off-label way and were unsuccessful. Software functioning as designed. No software anomaly. -no parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy after an imaging system spin. Immediately after the spin they were off 4 millimeters laterally. The site is using non-medtronic spheres. The surgeon opted to continue the procedure, to completion, without the use of the navigation system and without the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.